Manufacturer narrative:
Additional information obtained indicated that the reported device was implanted in the right coronary artery (rca). In addition, the initial reporter stated that the pt might have a total of up to 3 cypher stents, with the other stents being implanted in the left anterior descending (lad) coronary artery. The pt reportedly suffered very little heart damage after ae #1 and treatment. After the second event (ae#2), the pt suffered more heart damage. Three weeks after ae#2, the pt returned for treatment of a suspected lesion in the rca but treatment was reported to be unnecessary. The additional information stated that possibly another brand of drug eluting stent (des) was implanted after the first adverse event (ae#1). The pt has been started on a double-dose of a medication called sintrom due to the pt's reportedly demonstrated resistance/decreased effect of plavix. The information stated the pt would continue this medication for the rest of his life. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used for the same pt. Please reference MFR. Report #3003742446-2007-00344 and #3003742446-2007-00345.

Event description:
The report received from the pt's family member indicated that approx 2 years after the pt's index procedure/cypher stent implantation, the pt experienced a myocardial infarction (mi) associated with a thrombotic event/very late stent thrombosis (adverse event/ae #1). The pt was treated by placement of an unk bare metal stent (bms). Approx 5 months after previous adverse event (ae), the pt again suffered another mi associated with a thrombotic event to the same area (ae#2). The pt was again treated by placement of an unk bms. Both ae's and treatments were done. Additionally, it was reported that the pt had a resistance to plavix and is not on aspirin therapy due to allergy. The pt is reported to be participating in a study.